Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that upon pre-op impedance check prior to routine battery change a short circuit was noted between the bipolar combination of 3 and 0. The cause of this short circuit is unknown and does not affect therapy because contact 0 and 3 are not being utilized. Environmental/external/patient factors included the patient reporting they have had a couple of falls in the past but seems to be unrelated to the dbs. Both times were due to being light headed after standing up too quickly. Diagnostics/troubleshooting included impedance being rechecked using the 8840 to verify the short circuit. Interventions/actions included a routine eri battery change being performed and short circuit was not improved. The patient was still receiving therapy. The issue is not yet resolved. Additional information was received indicating that the rep spoke to the doctor's nurse about this short circuit and she informed them that the patient had been in a car accident on (B)(6) 2018 which may have contributed to the short circuit. The rep reports apparently the car accident was a self inflicted suicide attempt. The patient does have a right dbs lead in the gpi as well as a right dbs lead in the vim which is fairly unique situation. No further complications were reported or anticipated. Additional information was received from the rep indicating that they reached out to the account for further information but have not heard back. The explanted device was discarded by the account and will not be returned. This information was confirmed by the physician.